Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime and rewind anomaly noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. No motor alarms were found in history files. Pump was cut to perform visual inspection found no physical or moisture damage on the electronic assembly, motor, or force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, cracked belt clip rails, pillowing keypad overlay. Prime anomaly and rewind anomaly is not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, cannula bent, prime/fill anomaly, rewind anomaly. The customer reported hyperglycemia treated with insulin pump. The customer reported slow/weak rewind. The event involved product(s) mmt-399a, mmt-332a, mmt-1880. Troubleshooting was performed. The customer reported bent cannula. The customer reported being unable to exit the load reservoir process. No further patient complications were reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1880.